Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified three other similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during percutaneous coronary intervention at the proximal left anterior descending coronary artery, a 20/30 priority pack indeflator was connected directly to a non-abbott balloon. Upon inflation, the balloon began to suck up normal saline mix contrast, indicating a leak. Another indeflator was connected to the same balloon and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.